Manufacturer narrative:
The customer did not retain the product lot information, therefore the device history records traceable to the reported procedure pack could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. All procedure paks are single-use devices provided to the customer in a sterile manner. A sample was not returned and no lot information is available, therefore, the root cause for the customer reported event cannot be determined. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. All centurion procedure paks are single-use devices provided to the customer in a sterile manner. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported on behalf of the surgeon that he had a patient experience toxic anterior segment syndrome (tass). This is the second of two reports from this facility. Additional information has been requested but not received.